Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and irritated with broken skin, looked burned but no bleeding. The patient reported being in a rehabilitation facility, but there is no indication of medical intervention specifically for the rash. Reporting out of the abundance of caution. Follow up indicated that the rash improved.